Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: syringe taken from package and a white hard substance on the needle of the syringe , looked like an opaque hard substance covering two thirds of the needle with a globule towards the base of the needle was noted. Thus quarantined.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012407. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, white foreign matter was observed on the needle. The foreign matter was identified as epoxy, the adhesive used to join the cannula to the hub component. This issue resulted during the assembly process due to a temporary stoppage or malfunction with the epoxy dosage machine. A higher quantity of epoxy was added and fell onto the next cannula component.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: syringe taken from package and a white hard substance on the needle of the syringe , looked like an opaque hard substance covering two thirds of the needle with a globule towards the base of the needle was noted. Thus quarantined.